Event description:
It was reported that prior to a scheduled device change-out, the right ventricular [rv] lead impedance measurements were within specification. When the rv lead was inserted into the new device, the superior vena cava [svc] impedance reading was "none." When measured through the analyzer, the svc impedance measured high. An rv lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. F7 type of report is initial. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found that the defibrillator conductor had a fracture (overstress). There was blood/body fluid on the outer tubing overlay and it also had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. Visual analysis noted apparent explant damage and that the overstress fracture was found in the superior vena cava connector at 1.5 cm and was damaged at explant.